Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing due to myopotentials was observed on the atrial lead. Provocative testing was performed and oversensing could not be reproduced. Diagnostic imaging was performed but lead damage was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.